Manufacturer narrative:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. This complaint is considered not reportable due to there was no allegation that the device contributed to the death.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. There is an allegation of patient passing away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.